Manufacturer narrative:
The initial reporter is the pt. Due to pt privacy, we are not providing the name of the initial reporter.

Event description:
An acutrak bone screw was discovered to have broken in half seven months after implanted into the big toe. The proximal piece of screw was removed and pt developed osteomyelitis which was treated with antibiotics.